Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The prosthetic erection may differ from the patients original, natural erection in that it may be shorter, less firm, have less girth, and reduced sensations. Realistic cosmetic expectations should be communicated to the patient and should include the potential for skin scarring, scrotal deformity, pump bulge in the scrotum, lack of concealability, and other possible adverse events. Patients should also be aware that penile prostheses are not considered to be lifetime implants. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced floppy glans. The device is unrelated to the floppy glans. The patient was dissatisfied and felt he could support a longer implant than the one initially implanted. A surgical procedure was performed in which the ipp was removed, and an appropriately sized device was implanted. The original reservoir was refilled and utilized. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced floppy glans. The device is unrelated to the floppy glans. The patient was dissatisfied and felt he could support a longer implant than the one initially implanted. A surgical procedure was performed in which the ipp was removed, and an appropriately sized device was implanted. The original reservoir was refilled and utilized. No further patient complications were reported.